Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. While troubleshooting with the customer, fse instructed the customer to perform a rack rotation test and the error reoccurred. Fse guided the customer in aligning the flag for the stepper foot which resolved the complaint. The customer was then able to successfully perform the rack rotation test without error. No further action required by field service. The aia-900 analyzer is functioning as expected. (B)(4). The aia-900 operator's manual under section 12: flags and error messages states the following: [2300] sample loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event is due to misaligned flag for the stepper foot (loader).

Event description:
A customer reported getting error message "2300 sample loader step feed failure" on the aia-900 analyzer. The customer confirmed no obstruction found. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and progesterone (progiii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.